Event description:
It was reported that this right atrial (ra) lead is exhibiting noise and oversensing on recent stored episodes. Boston scientific technical services (ts) indicated the noise is non-physiological lead noise. It was noted there was also a recent high out of range pace impedance measurement greater than 3000 ohms. Ts provided guidance to the boston scientific field representative that there is a concern for the ra lead integrity. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead is exhibiting noise and oversensing on recent stored episodes. Boston scientific technical services (ts) indicated the noise is non-physiological lead noise. It was noted there was also a recent high out of range pace impedance measurement greater than 3000 ohms. Ts provided guidance to the boston scientific field representative that there is a concern for the ra lead integrity. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead exhibited high pacing thresholds and consistently high out of range pace impedance measurements greater than 3000 ohms. The patient presented for an ra lead replacement procedure. During the procedure, an ra lead fracture was observed on fluoroscopy just beyond the suture sleeve near the implantable cardioverter defibrillator (ICD) device header. The physician elected to explant and replace the ICD device and right ventricular lead, in addition to the ra lead. The ra lead was noted to have been disposed of and will not be returned for analysis. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.